Event description:
Note: the date of event is unk. It was reported to boston scientific corp on (B)(6) 2009 that an optiflex nitinol stone retrieval basket was used for an unk procedure. According to the complainant, the retrieval basket would not open. It is unk if a stone was in the basket when the malfunction occurred. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "ok." Several attempts have been made to obtain additional pt and event info. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant info received, a supplemental medwatch report will be filed. (B)(4).